Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the fan accidentally failed as there was no problem detected during estimation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation found the device failed the lamp fan speed check as fan a and b and rotation did not meet specifications. Repair is pending. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the visera elite ii video system failed the fan speed/rotation inspection. There was no reported allegation of a malfunction associated with the device and no report of patient involvement.